Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00455 and 1016427-2011-00066. As reported by the (B)(4) study, the patient experienced an ischemic stroke the same day as the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The patient was asymptomatic prior to the procedure with a medical history including hyperlipidemia, smoking, hypertension, and bilateral artery stenosis. The lesion was described as concentric, 95% stenosed, non-thrombosed, arch type I, eccentric, with mild calcification. The reference vessel was 6.5mm in diameter and mildly tortuous. A 4mm angioguard rx was successfully deployed beyond the target lesion which was pre-dilated and a 7x30mm precise pro rx stent was successfully implanted. Post stent deployment, neurological deficits appeared. The angioguard was retrieved with no debris in the basket. No dissection occurred and there were no air bubbles present during the procedure. The patient left the angiography suite with a neurological deficit and was diagnosed with an ischemic stroke. The onset was gradual with no visual field loss, hemiparesis, hemineglect, or hemiataxia. The recovery was partial with minor residuals. No intervention or treatment was provided. There was continuation of current medical treatment of ec aspirin and plavix. Residuals were described as left-sided facial droop which was improving on hospital discharge and resolved by the 30 day follow-up. The patient did not experience behavioral change, aphasia, dysarthria, reflex change, visual field loss, hemineglect, hemiparesis, hemiplegia, or hemiataxia. The current status of the patient was stable. According to the investigator, the event was not related to the cordis products but was related to the index procedure. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00455 and 1016427-2011-00066.

Manufacturer narrative:
Additional information noted was received in the clinical events committee's adjudication minutes that during the index procedure the patient experienced a spasm and transient hypotension that were treated with medications. The operative report noted that the patient experienced evidence of some spasm of the distal ica, which was relieved with intra-arterial nitroglycerin. She also had some transient hypotension that responded to neo-synephrine. It further noted that during the case the patient remained neurologically intact. The patient also underwent angioplasty and stenting of the right external iliac artery. The site reported a 10% final residual target lesion stenosis. Post-procedure, when the patient was being transferred to the stretcher, it was noted that she had mild left facial droop. The patient had intact motor and sensory findings. On (B)(6) 2011, the nih stroke scale score was 2 due to minor facial paralysis and left arm drift. The rankin stroke scale score was 3. The site reported partial recovery with minor residual deficits. This event was reported as an ischemic stroke. The patient was discharged on 05/03/2011 on asa and clopidogrel. On (B)(6) 2011, at 30 day follow-up, the nih and rankin stroke scale scores were not assessed. As reported by the (B)(4) study, the patient experienced an ischemic stroke the same day as the index procedure. The target lesion was a concentric, 95% stenosed, non-thrombosed proximal left internal carotid artery (ica). The patient was asymptomatic prior to the procedure. An angioguard rx was successfully deployed beyond the target lesion followed by pre-dilation and deployment of a precise pro rx stent. The angioguard was retrieved with no debris in the basket. Post stent deployment, neurological deficits appeared. The onset was gradual with no visual field loss, hemiparesis, hemineglect, or hemitaxia. The patient was diagnosed with ischemic stroke. The recovery was partial with minor residuals. The patient also had "some transient hypotension that responded to neo-synephrine" at some point during the procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00455 and 1016427-2011-00066.

Event description:
As reported by the (B)(4) study, the patient experienced an ischemic stroke the same day as the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The patient was asymptomatic prior to the procedure. The lesion was described as concentric, 95% stenosed, non-thrombosed, arch type I, eccentric, with mild calcification. The reference vessel was 6.5mm in diameter and mildly tortuous. A 4mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully implanted. Post stent deployment, neurological deficits appeared. The angioguard was retrieved with no debris in the basket. No dissection occurred and there were no air bubbles present during the procedure. The patient left the angiography suite with neurological deficit. The patient was diagnosed with ischemic stroke. The onset was gradual with no visual field loss, hemiparesis, hemineglect, or hemiataxia. The recovery was partial with minor residuals. According to the investigator, the event was not related to cordis product. The event was related to the index procedure.

Event description:
The patient did not have any known allergies to nitinol, nickel, or titanium. A 6fr sheath introducer was used. There was a tight seal between the stent delivery system and the tuohy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The lesion was post-dilated with a 4x20mm trek balloon. There was no thrombus post deployment. The symptoms occurred on the left hemisphere. Cva like symptoms occurred post-operatively; however, CT scan or MRI was not done. At the end of the procedure and once the patient was transferred to the stretcher it was noticed that she did have a mild left-sided facial droop. The patient had intact motor and sensory findings as well as she was able to communicate without difficulty at this time. No intervention or treatment was provided. There was continuation of current medical treatment of ec aspirin and plavix. Residuals were described as left-sided facial droop which was improving on hospital discharge and resolved by the 30 day follow-up. The patient did not experience behavioral change, aphasia, dysarthria, reflex change, visual field loss, hemineglect, hemiparesis, hemiplegia, or hemiataxia. The current status of the patient was stable.